Event description:
It was reported that the patient requested assistance because their programmer said off.  The patient was assisted to turn the stimulation back on. The patient asked why stimulation would turn off if they did not turn stim off themselves. The manufacturer reviewed some potential reasons and asked if the patient had done any medical tests or procedures, or had any traumatic accidents. The patient said that no; they did fall on tuesday but they noticed that the stimulation was off a week before tuesday. They had dental x-rays for abscess but did not turn stimulation off. The patient was successful to turn stim back on and was redirected to the doctor to check the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.